Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel dysfunction/sacral nerve stim. It was reported that they cannot walk out of their house without leaking all over themselves. The issue started three to four months ago. The patient stated they had an x ray done at american imaging in port charlotte, and everything was in place. When they went in, they set it back because they were overstimulated and it was up too high. They called them in december, and they gave them an appointment in february. . They have to put pads down so they do not damage their friend's car. The patient requested physician listings.